Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleged the scissors are puncturing through the sterile barrier.

Manufacturer narrative:
One device was returned for evaluation. The device was examined visually. The complaint could not be confirmed. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.